Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced low blood glucose while using the ilet system, with a capillary blood glucose reading of 46 mg/dl and the pump display continuing to indicate low despite the user ingesting eight glucose tablets; the user expressed anger and stated this had occurred multiple times. Symptoms included hypoglycemia. Outcomes included no hospitalization and self-treatment with oral glucose. Investigation included complaint intake and assignment for additional user training due to repeated reports of low readings. Investigation of this case revealed that the cause of the low glucose could not be determined based on the available information, and no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.